Event description:
A system error 2240 message appeared on the display of the home patient's homechoice machine during dwell 2/4 of their automated peritoneal dialysis therapy. Reportedly, a supply bag had fallen and became disconnected from the supply line of the homechoice set. As a result, the home patient reconnected the supply bag and attempted to clear the alram. Baxter's technical service center assisted the home patient in ending therapy early. Per the home patient's nurse, the home patient presented to the clinic with cloudy effluent 1 day following the reported system error 2240 incident, and was subsequently diagnosed with peritonitis. Initial treatment included a loading dose of cefazolin 1g intraperitoneal (ip) and ceftazidime 2g ip, this was followed up with cefazolin 1g ip daily for 10 days. Per the home patient's nurse, the home patient has fully recovered with no hospitalization required.